Event description:
The complainant reported that the guide wire unraveled during a pericardiocentesis procedure. The guide wire was safely removed and there was no reported harm or injury to the patient.

Manufacturer narrative:
Evaluation conclusion: other, the device is being returned to merit for evaluation. A follow-up report will be submitted when the evaluation is complete.